Manufacturer narrative:
B3: bsc aware date estimated based on the publication date of the journal article (august 2, 2023). D6a: implant date estimated based on the publication date of the journal article (august 2, 2023). Literature citation: ngoda manongi, md, ms, alexander volodarskiy, md, seth goldbarg, md. Acute formation of thrombus on a left atrial appendage occlusion device immediately after detachment. Jacc: case reports. Vol 19, 2023. Https://doi.org/10.1016/j.jaccas.2023.101933.

Event description:
It was reported via journal article that thrombosis occurred. Two months prior to the scheduled left atrial appendage closure (laac) procedure, the patient experienced an acute covid-19 infection complicated by superimposed bacterial pneumonia. The patient was treated with remdesivir, dexamethasone, antibiotics, and oxygen with rapid improvement. On the day of the laac procedure, the patient withheld their daily eliquis. Transesophageal echocardiogram revealed no thrombus in the left atrial appendage (laa) or left atrium. An 8.5f sheath was placed in the right femoral vein and exchanged for an 8.5f sl1 sheath. Intravenous heparin was administered as a bolus prior to trans-septal puncture (tsp) to achieve an activated clotting time (act) of greater than 250 seconds. Tsp was performed with a non-boston scientific needle. A pigtail catheter was positioned in the laa. A contrast injection was performed to assess the laa morphology. A watchman access system was advanced, and a watchman flx closure device was positioned at the ostium of the laa. Owing to a shallow bifurcation, the closure device was re-deployed and subsequently exchanged for a different size. The second closure device was 24mm and well-seated without leak and with appropriate compression. The closure device was released from the delivery system. Immediately after release, a thin thrombin strand was visualized measuring 9mm x 1mm attached to the core wire release point. The act at this time was 330 seconds. Protamine was withheld. Upon extubating, apixaban was initiated and the patient was closely monitored. No neurologic events occurred during close outpatient follow-up. Six weeks post-procedure tee revealed a well-seated 24mm watchman closure device with low compression (2%) and a 1mm residual flow around the closure device on the mitral side. No thrombus was evident on the closure device.